Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
The patient was implanted with a trochanteric fixation nail (tfn) on (B)(6) 2011. On an unknown date, the top of the nail had broken off right above the helical blade. The patient had a malunion due to the implant. The surgeon removed the broken nail, blade and screw and replaced the patient with a total hip on (B)(6) 2013. No fragments were left in the patient. The procedure was extended 45 mins but was completed successfully. This report is for the unknown screw. This is report 3 of 3 for complaint (B)(4).